Manufacturer narrative:
The vascade mvp devices will not be returned for evaluation, as the user facility has discarded them. The user facility reported that the disc was inspected prior to use no anomalies were reported. The cause of the reported event cannot be determined. The vascade mvp® venous vascular closure system (vvcs) instructions for use model 800-612c 6-12f (venous) states that bleeding from the puncture site is a complication that may occur and may be related to the procedure or the vascular closure.

Event description:
The patient underwent an amulet implantation and atrial fibrillation (a-fib) ablation procedure utilizing two vascade mvp devices. The treating physician reported that heparin was during the procedure. Femoral venous access was obtained using one 12f sheath, which was closed with vascade xl device, and one 10f and one 8f sheath, both closed with vascade mvp devices. Initial device deployment was successful, and complete hemostasis was achieved. At approximately 1:00 pm, a small amount of tract oozing was noted at the access site. The dressing was changed, and the patient subsequently ambulated without further bleeding. Later, while preparing for discharge and standing again, the patient experienced a significant re-bleed at the access site. Nursing staff applied manual compression for approximately 15-20 minutes, after which hemostasis was re-established. Given the re-bleeding event, the patient was admitted for overnight observation. This is report 1 of 2.